Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 5 non-sustained tachycardia episodes with cycle length intervals less than 220 ms between (B)(6) 2014 and (B)(6) 2014. Lead failure predictor triggered on (B)(6) 2014 for ventricular-sics and non-sustained tachycardia episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to a high number of short interval counts (sic). There was also intermittent oversensing and noise. Lead testing and pocket manipulation were performed. The lead was reprogrammed and remains in use with monthly monitoring. No patient complications have been reported as a result of this event.